Manufacturer narrative:
Based on the results of the investigation, the root cause of the faulty scope socket was not determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the scope socket was faulty. There was no patient involvement.